Event description:
Three patient samples with erroneous results, events occurred on different days. In 2007 initial calcium result 13.8mg/dl, same sample repeated recovered 11.0mg/dl. About 2 weeks later, initial calcium result 18.9mg/dl, same sample repeated multiple times gave values of 9.4mg/dl, 9.2mg/dl, 9.1mg/dl, 9.4mg/dl, 9.2mg/dl, and 9.3mg/dl. Three days later, initial calcium result of 10.8mg/dl, same sample repeated twice recovered 9.2mg/dl and 9.4mg/dl. Initial results were not reported. The field service representative was unable to determine cause. The user reports no further occurrences.